Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter was giving him inaccurate high readings as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the patient that he tests once a day (fasting) and that his normal readings are between "90-120mg/dl". The patient stated that at an unspecified time on (B)(6) 2012, he reported blood glucose results of "156mg/dl" on his lfs meter and a result of "132mg/dl" on another lfs meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <= 30% and/or <= 30 mg/dl. The mss was informed by the patient that he does not take any medication to manage his diabetes and denied making any changes to his usual diabetes management routine in response to the reported issue. Immediately after the alleged issue occurred, the patient claimed to have developed symptoms of being "shaky and irritable", symptoms that the patient "normally associates with low blood sugars". Shortly after, he self treated with food/drink in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca noted that the patient had disposed of the subject meter. This complaint is being reported because, the patient developed symptoms suggestive of severe hypoglycemia and received treatment for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.